Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl. Customer reported that insulin does not exit with plunger push and the insulin pump had no delivery alarm. Customer having the issue every day. Customer stated that they have tried all remedies. Customer declined the troubleshooting. The insulin pump will be returned for analysis.